Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime procedure. The caller did not know the blood glucose reading. During the troubleshoot procedure, the customer stated that she was going to do the steps herself and change out the entire infusion set, reservoir and insulin. She declined to troubleshoot any further. Nothing further reported.